Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6atm. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without problem with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure however solidified media was still present around the site of a severe kink in the shaft polymer extrusion and inflation of the balloon was unable to preformed. The device was cut below the area of damage and inflation of the balloon was completed using a syringe and encore inflation device. Liquid was found to be leaking from the balloon material at the site of the distal marker band. An examination of the distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine label specification. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues. A visual and tactile examination identified a severe kink at approximately 110cm from the strain relief. The markerbands and tip of the device were visually and microscopically examined, and issues were noted. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6atm. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without problem with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.